Event description:
It was reported a patient presented in a ventricular tachycardia (vt) storm with successful and unsuccessful shocks, but the implantable cardioverter defibrillator (ICD) exhausted all therapies. An external defibrillator was used to convert the patient's rhythm. No further changes were reported. The patient was stable.